Manufacturer narrative:
Findings: button error alarmed after boot up and intermittent button response on the act button due to moisture damage on keypad traces noted. Minor scratches on lcd window, cracked reservoir tube lips, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 160 mg/dl. The customer stated that the device was dropped in the sink and there was water and it was only in the water for 1 second. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.